Manufacturer narrative:
The field service engineer (fse) replaced the degasser assembly, drained the degasser trap, and exchanged the incubation water bath. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2, bilt3 bilirubin total gen.3, crep2 creatinine plus ver.2, phos2 phosphate (inorganic) ver.2, and tp2 total protein gen.2 results for 1 patient sample on a cobas c 303 analytical unit. On (B)(6) 2023, the initial alp2 result was 136, the initial bilt result was 111, the initial crep2 result was 82, the initial phos2 result was 2.1, and the initial tp2 result was 50. It is unknown if the initial results were reported outside of the laboratory. On (B)(6) 2023, the sample was sent to another laboratory to be repeated. The repeat alp2 result was 54, the repeat bilt result was 3, the repeat crep2 result was 60, the repeat phos2 result was 0.9, and the repeat tp2 result was 66. The units of measurement were requested but not provided. The alp2, bilt, crep2, phos2, and tp2 reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.